Event description:
It was reported an 8f angio-seal sts plus device was used to seal the arteriotomy site post percutaneous cardiac procedure. Eighteen days later, the pt experienced symptoms of caludication. Arterial brachial index (abi) testing revealed abnormalities. Three days later a right femoral artery puncture femoral runoff angiogram revealed a mild to moderate stenosis of the left superficial femoral artery. The right femoral and iliac arteries were normal and a 6f angio-seal sts plus device was used to seal the right femoral arteriortomy. The patient was discharged. Sixty three days later, the patient returned to the emergency room at a different hospital with symptoms of vascular insufficiency in the right leg. The pt remained at this hospital for treatment. A left femoral artery puncture femoral angiogram revealed an occluded right femoral artery. The next day, the patient underwent surgical femoral bypass graft intervention. The surgeon reported findings of initmal hyperplasia.